Event description:
According to the reporter, during a procedure, a small pool of saline was noticed on the competitor¿s capacitive pad around and near the patient¿s finger. The patient had third degree burn and treated with skin grafting. Another plastic surgery was required to fix finger. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).